Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported, the device was inhibited for an ablation procedure, however, no ablation procedure happened. When reactivating the device, it was in back up mode. It was noted, a magnet was applied when the ablation procedure was to occur. The following day, the device was explanted and replaced due to normal eri. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.